Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. A taxus express2 drug eluting stent was placed in an unknown vessel. Three to four years later, very late stent thrombosis occurred. Additional information was requested but is not available.